Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening and missing piece of the shell. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a sharp broken edge opening in the radius. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was a sharp broken edge opening in the radius side assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported left side "exchange from textured to smooth implants due to concern with the product". Healthcare professional additionally reported "rupture was discovered during the explant surgery". Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture."

Event description:
Healthcare professional reported left side "exchange from textured to smooth implants due to concern with the product". Healthcare professional additionally reported "rupture was discovered during the explant surgery". Device was explanted.